Event description:
A caller stated that dermabond was used on his friend to close a wound from a dog bite. He stated his friend developed an infection at the wound site. Current condition of the pt is unk. No more information was provided.